Manufacturer narrative:
(B)(4). Baxter received the sample for evaluation. Visual inspection noted a dent on the side of the housing. The cause of the condition could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an infusor¿s ¿semi rigid protector container¿ was damaged. This malfunction was identified before use. There was no patient involvement. Additional information was requested and is not available.